Event description:
It was reported to MFR that facility rented the c-hla lift. They the facility wrer transferring a pt using the lift, the pt was lifted up and when they rotated them around the lift cylinder dropped down and they dropped the pt. Resident was taken to hospital for exam and MRI. After review of lift by facility bio medical engineering area it was noted that the stud / bolt at the bottom of the hydraulic jack backed out and the jack fell off. MFR sale rep did a facility visit, took pictures, pictures were sent back to MFR for review.